Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone (0.5 mg/ml at 0.13017 mg/day) via an implantable pump for non-malignant pain. It was reported that the company representative (rep) requested the password to permanently disable the pump. They stated they healthcare provider (hcp) was explanting the pump due to an infection that presented shortly after implant. The rep was told by the hcp that the pump was also easing out of the pocket. Technical services provided the pump off password.